Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 550cc silicone breast implant experienced right sided rupture, and unsatisfied with the appearance of the breasts post procedure. The issue was discovered during physical examination. As a result, patient underwent bilateral mastopexy, and bilateral replacements as follow: l/cat#: 3503754bc sn#: (B)(4), r/ cat#: 3503754bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anistomasia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6987818 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).